Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification) . No further actions are required, as the device was implanted.

Event description:
Patient reported, left side rupture. Confirmed via MRI. Device has been explanted and replaced.

Event description:
Patient reported left side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Device has been explanted and replaced.